Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection -states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope ¿angulation control head is broken¿. The device was returned to olympus for evaluation and during the evaluation, the following reportable malfunctions was identified: white colored foreign substance was found inside the air / water channel. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
During evaluation, white colored foreign substance was found inside the air / water channel. Additionally, the fluid ingress was noted inside the scope connector, the up angulation is below standard specification, the up/down angulation has play, the distal end adhesive is lifting, and the scope failed the electrical safety test. The scope was last serviced via repair on may 13, 2023 for internal leaking. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.